Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about erratic blood results. Back to back blood tests performed were 120 and 512 mg/dl. Based on (B)(6), the bias between the two results is located in zone d. No adverse event reported.